Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of burning, tingling, feeling of pins and needles, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection with "juvederm voluma in the cheeks by an unknown injector, the patient experienced "burning, tingling, pins and needles and tenderness" at the injection site, within two days of the injection. Hyaluronidase was provided approximately 4 days after onset. The treatment has been effective, however, the symptoms are on-going.